Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (hcp) reported patient (pt) called and is crying and in a lot of pain, and that pt's foot is hurting. Caller did not have details as to why the neurostimulator is not working or how long it has not worked. It was suggested that pt calls pats to troubleshoot further, and redirected caller to have pt see her doctor. The patient called back and reported she is seeing a message on the insr that she thinks means "it needs to be fixed by a professional." Pt repeated that her foot is hurting, and she is scared she is going to have to have surgery again. Pt connected with the recharger and stated she is charging with 6 coupling boxes. Pt verified stim is on issue resolved.